Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during pre-treatment, the locator was not inserted into the sheath. Follow up communication with the user facility reported the following information: the locator was hardly inserted into the sheath properly; the actual device was not used and was replaced by a new one to continue the procedure; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the vessel diameter was 5mm; the procedure was completed successfully; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.